Event description:
Event description guidant received information that the pacemaker lead safety switch feature had activated on this ventricular lead. The lead impedance was over 2500 ohms in unipolar mode. The threshold was high at 6.5 volts. A review of device data indicated the impedance was increase occured last month. The patient is 75% paced in the atrium and his intrinsic qrs is coming through, so the patient did not feel symptomatic. The patient fell and broke is left wrist last month. That correlates with the time of high impedances on the device daily measurements.